Manufacturer narrative:
A visual examination of the spyscope ds device found that the catheter was kinked in several locations within 4.3cm of the distal end. The cap was compressed back into part the catheter. The working channel sleeve extended, approximately 1 mm, from the distal cap when received; it was pinched flat on the distal end. The distal tip would articulate; however, it would not articulate properly in all directions likely due to the kinked catheter and distal cap compressed into the distal end of the catheter. The distal tip was not loose. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed through the working channel; it passed freely through the working channel. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Part of the distal end of the catheter, approximately 3 inches, was removed to examine the working channel. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. There is no indication the device was not properly assembled during manufacturing. The complaint was consistent with the reported event of working channel sleeve protruding. Most likely, the defect was due to some operational or anatomical aspect of the procedure. Therefore, the most probable root cause for the complaint is operational context. There is an investigation in place to address this issue.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during a biopsy procedure performed on june (B)(6) 2016. According to the complainant, during the procedure, visualization was performed after the spyscope ds was inserted into the bile duct. While tissue was being obtained from hepatic portal region for a biopsy, an object which seemed like metal appeared on the image. The procedure was almost completed at that time, therefore the customer continued the observation and biopsy using this device and the procedure was completed. Post procedure, the tip of the device was checked and metal that appeared on the image was part of the working channel of the spyscope ds. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during a biopsy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, visualization was performed after the spyscope ds was inserted into the bile duct. While tissue was being obtained from hepatic portal region for a biopsy, an object which seemed like metal appeared on the image. The procedure was almost completed at that time, therefore the customer continued the observation and biopsy using this device and the procedure was completed. Post procedure, the tip of the device was checked and metal that appeared on the image was part of the working channel of the spyscope ds. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.